Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. All operating currents are within specification. No unexpected alarms were noted. No missing segments or partial display noted. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported that she had high blood glucose last weeks because she was taken cortisone. Customer stated that her actual blood glucose is 161 mg/dl. Customer stated that her insulin pump is not working correctly it had partial display. She stated that she changed her battery, but the display did not return to normal. Customer declined troubleshooting. Nothing further was reported.